Event description:
It was reported that patient notifier was received for non sustained lead episodes. Patient exhibited fast functional rhythm during the episodes; no noise was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.